Event description:
It was reported to boston scientific corporation that the pt underwent therapeutic placement of a prefyx mesh sling in 2007. Post procedure (approx one week later) during a follow up visit, it was noted the pt was suffering from urinary retention. Due to this event, the pt required a catheter intermittently for treatment. After a week of treatment with no improvement, the physician opted to cut the mesh and to relieve the tension of the sling system. The pt is now able to void on her own.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis s not available, and we are not able to determine if the device met specification. A ship history device record was performed and revealed three possible lots for the device: 9500844, 9692802, and 9270569. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The july 2007 15-month pre-pubic sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. Our dfu (directions for use) indicates excess tension may cause temporary or permanent lower urinary tract obstruction and retention.